Manufacturer narrative:
Per additional information received, bd has determined that this is not a reportable event.

Event description:
It was reported that the arctic sun device had a low flow rate at 0.8lpm. The patient temperature has been as low as 27c and seemed to be fluctuating a lot. Lastly, the cool patient tab reads the target temperature as 33.5c with a duration of 64:18 but the screen was flashing. Confirmed that the flow rate of 1.1lpm with the neonatal pad acceptable. Discussed troubleshooting tips should the flow rate drop. The screen would always display "low flow" but there should not be an audible alert. Asked nurse to call back if flow rate dropped again or if received an alert. While talking the patient's temperature dropped to 22.5c then displayed dashed. Asked nurse to confirm the probe was properly positioned, attached securely to the temperature in cable and that the temperature in cable was connected properly to the back of the arctic sun device. The esophageal probe or the temperature-in cable needs to be replaced and would troubleshoot. Confirmed flashing was an indication that the therapy was being delivered and getting temperature erratic alarm despite of changing out temperature probe. Explained that the issue with the faulty probe or temperature cable. Since the user switched out the probe recommended switching out the temperature cable and sent to biomed of facilitate ordering a new one. The cable was one prong probe and could found on the label were 19364278ms.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had a low flow rate at 0.8lpm. The patient temperature has been as low as 27c and seemed to be fluctuating a lot. Lastly, the cool patient tab reads the target temperature as 33.5c with a duration of 64:18 but the screen was flashing. Confirmed that the flow rate of 1.1lpm with the neonatal pad acceptable. Discussed troubleshooting tips should the flow rate drop. The screen would always display "low flow" but there should not be an audible alert. Asked nurse to call back if flow rate dropped again or if received an alert. While talking the patient's temperature dropped to 22.5c then displayed dashed. Asked nurse to confirm the probe was properly positioned, attached securely to the temperature in cable and that the temperature in cable was connected properly to the back of the arctic sun device. The esophageal probe or the temperature-in cable needs to be replaced and would troubleshoot. Confirmed flashing was an indication that the therapy was being delivered and getting temperature erratic alarm despite of changing out temperature probe. Explained that the issue with the faulty probe or temperature cable. Since the user switched out the probe recommended switching out the temperature cable and sent to biomed of facilitate ordering a new one. The cable was one prong probe and could found on the label were (B)(4).